Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic assisted vaginal hysterectomy, the device needle broke in half. It was not retrieved because the surgeon cannot see the needle, so he decided to close it. The patient had laparoscopic removal of foreign body in 2017, the broken needle was successfully removed.